Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) readings and frequent lows after their continuous diabetes specialist (cds) adjusted the secondary range to a lower setting. The user confirmed bgs with fingerstick and noted discrepancies between cgm and blood glucose monitor (bgm) readings. The agent advised continued fingerstick verification and explained that the freestyle libre 3+ cannot be manually calibrated. On (B)(6) 2025, the user reported ongoing discrepancies and was transferred to abbott for sensor replacement. The lowest blood glucose (bg) recorded was 56 mg/dl, and the highest was 374 mg/dl. Bg was corrected with candy for lows and insulin dosing for highs. The user's reported symptoms during the event included low energy during lows and thirst during highs. No medical intervention was reported at the time of call.